Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. Investigation: samples received: 13 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 768 units of this code-batch. There are no units in our stock. We have received 13 closed samples for analysis. We have tested the needle attachment strength of all samples received (four sutures in each pouch, a total of 52 sutures) and the results are: 0.278 kgf in minimum and 0.709 kgf in maximum (bbs requirements: 0.300 kgf in minimum and 1.400 kgf in maximum). Two of the 52 sutures do not fulfil the minimum, but 2 low values is accepted according to the standard iso 2859/1. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported that the needle detaches too easily. The reporter indicated that when the thread/needle was removed from the pouch, the needle detached. It was not used on the patient.